Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that analog offset calibration on detector was performed but values were not working. Detector was replaced and verified alignment. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect detector has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure the site observed ring artifact in the images during test image acquisition. There was no patient present at the time of the issue.

Manufacturer narrative:
The detector panel for the imaging system was returned to the manufacturer for evaluation. Testing found that the imaging system would not ready as a link could not established between the panel and virtual cp.